Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was partially deployed. The complete suture with posterior needle tip was returned pulled out of the device. The anterior needle tip was captured and attached to the needle tip, but the posterior cuff was out of the foot pocket loose and its tabs had been flattened. This confirms the reported experience of needle cuff miss. A needle to cuff miss occurs when the operator fails to position and maintain the device at a 45 angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. During testing the lever could not be lowered to close the foot. The device was opened and the control wire and the trigger boss were found bent. This type of damage occurs when the foot is opened or close against resistance, although not reported in this case. The resistance caused the control wire and the trigger boss to bend when the lever is raised and lowered. This type of damage also shortens the push mandrel stroke and prevents the cuff from being captured and ejected. This is consistent with the posterior cuff not being captured during needle deployment and the cuff tabs being flattened by the needle tip. Based on the analysis of the device and the inspection criteria cuff miss experience appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second progide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.